Event description:
It was reported that during a laparoscopic lobectomy procedure, as the doctor felt some difficulties when the firing trigger was grasped, the firing was stopped. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Channel retainer detached. The analysis results showed that the ez45g device was received with the clamping mechanism damaged and with a (B)(4) reload present. The cartridge was received partially fired and in the locked position. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the channel retainer holding features to the channel were found detached, not allowing the device to properly close. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).